Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported at the angel cprp disposable kit, abs-10063, was defective and leaked blood all over the machine. A new kit was opened and used and the procedure was completed without further incident.